Event description:
It was reported following a percutaneous procedure, an angio-seal device was deployed. Approximately 10 minutes later, distal pulses were absent and mottling was evident in the right leg. The pt underwent surgery under general anesthesia. A groin incision was made followed by an arteriotomy at the puncture site on the proixmal superficial femoral artery (sfa). An embolectomy catheter was passed into the sfa and the profunda femoral artery. The catheter was then passed antegrade and met resistance; the physician was able to pass this area; however, could not remove the obstruction with the catheter. Another arteriotomy was performed as the physician suspected a dissection up onto the common femoral artery. At this point the physician noted a foreign body in the lumen (reported to be the angio-seal device collagen from the sjm representative); this was removed and blood flow was re-established and confirmed with doppler. The extremity was still quite cool and doppler signal could be heard at the popliteal level, but not at the tibial level. Hemostasis was achieved and the wound was closed. The pt was taken to the recovery room in stable condition. The pt later expired due to unrelated circumstances; the pt had a history of bilateral carotid occlusions and was pronounced brain dead.